Event description:
Allegedly, component was loose.

Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional information has been requested. The user facility is no longer in business; therefore, no medwatch 3500a report can be requested. This report will be updated when the investigation is complete.